Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of side-to-side anastomosis. It was reported that after the implant, the patient experienced fluid collections, ileus, anastomotic leak, dehiscence, inflammatory adhesions, descending colon necrotic, perforation, fever, diaphoresis, chills, watery stool in stoma, abscess, feculent drainage from incision, frozen bowel, friable & thick bowel, inflammation, serosal tears, & devascularized small bowel. Post-operative patient treatment included CT scan, hospitalization, side-to-side re-anastomoses with stapler, antibiotics, laparotomy, large bowel resection, creation of end colostomy, placement of jp drain, wound vac, IV fluids, pain medication, lysis of adhesions, takedown of colostomy, diverting ileostomy, repair of serosal tears, devascularized small bowel resection, pca pump, & use of abdominal binder.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an unknown problem. It was reported that after the implant, the patient experienced an unspecified adverse outcome.